Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the image displayed a snowstorm effect. This issue occurred during preparation for use with an olympus video system center. No patient injuries were reported.